Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that: "on several occasions and with different suture techniques (surget or separate knots) the thread was cut between the knot and the needle" please confirm the number of sutures that "cut" during this procedure. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: (B)(4), (B)(4).

Event description:
It was reported that a patient underwent a pancreatectomy procedure on (B)(6) 2024 and suture was used. During the procedure, the doctor uses suture for anastomosis in pancreas surgery. On several occasions and with different suture techniques (surget or separate knots) the thread was cut between the knot and the needle. In addition the prolenes 7 come with a lot of memory which harms the procedure. The dr requests that someone of quality contact him as soon as possible. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: it was reported that: "on several occasions and with different suture techniques (surget or separate knots) the thread was cut between the knot and the needle" please confirm the number of sutures that "cut" during this procedure. A lot of were there any unexpected outcomes or complications as a result of the prolonged surgery time? I do not have this information. Please provide the source or name and title of the external person providing answers. To follow-up (external person submitting answers to sales rep): (B)(6).